Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Vomit is a surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
Health professional reported, "lap band and port explanted due to band intolerance. Not able to keep any food or liquids down. Pt wants it out." Health professional declined to provide add'l info.